Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was in the 90 to 100 mg/dl range and his sensor glucose reading was 100 to 180 points off that. The customer was advised to call when this issue occurs again so that troubleshooting can be performed. The product is not being returned. Nothing further was reported.